Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result generated for a patient sample. The following data was provided: (B)(6) 2026, sample ID: (B)(6), initial result = 99.2 ng/l, repeat results = 3.7 ng/l, 3.2 ng/l, 2.9 ng/l, <2.7 ng/l, 2.7 ng/l. No impact to patient management was reported.